Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the upper case was dented and broken, the lower case and bail cover were broken, the battery contacts were compressed, the keyboard was scratched, the serial number label was torn, the lead flex cover was corroded and the battery release and battery drawer were contaminated. The device was to be scrapped in-house. (B)(4).